Event description:
It was reported the patient had a magnetic resonance imaging (MRI) performed last friday due to tremors. Guidelines were obtained prior to the MRI and the device was turned off prior to the scan. Less than 10 minutes into the scan the patient felt a sharp shooting pain on her left side, then it went numb, and the patient could not walk. When the patient was out of the scanner it took 20-30 minutes for her to recover. The patient was still having bad headaches and her left side was still sore. The device had not been turned back on since the MRI, and the patient did not know if it even worked now. The reporter wanted to know if the device caused the issues with the MRI because the patient was lying on her back and pressing on the device during the scan. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v000591, implanted: (B)(6) 2006. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).